Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer received no delivery alarm and has high blood glucose level. The blood glucose value was 370 mg/dl at the time of incident. Customer was changing his infusion set because of the high blood sugar. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited and pump alarmed no delivery. Customer advised to remove the reservoir from the pump and rewind and run manual prime with empty pump until piston reaches end of travel. Pump alarmed with no reservoir. Customer has a plunger available. Customer reports insulin does not exit and there is greater than normal resistance with plunger push. Customer advised to replace infusion and reservoir. Customer advised to change set and send replacement and to monitor. Customer stated that he got a no delivery and is on his third infusion set and is filling the tubing and received a no delivery. Customer declined trouble shooting for the high blood sugar. The insulin pump will not be returned for analysis.